Event description:
It was reported that during an open pancreas procedure, leak occurred at the 1st firing with the white cartridge and the 2nd firing with the blue cartridge. The device was used on the pancreas. It was unknown where the leak occurred from (staple line or neighborhood). Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Damaged cartridge additional information requested but was unavailable: was the leak considered to be bleeding? If yes, how was the bleeding was controlled? The analysis found that the ec60a device was received in good visual condition and with two cartridge reloads present. Cartridge (a) ecr60b, l52m57 was received loaded on the device and fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition cartridge (b) ecr60w, l52h08 was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.